Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was variable and there was oversensing associated with the right ventricular lead. It was noted the rv pace impedance varied between 437 and 779 ohms between 24-jul-2014 and 05-feb-2016, and the rv pace impedance varied but averaged 607 ohms through 06-feb-2016, rising out of range by 07-feb-2016. The analyst also commented there were 15 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms on 09-feb-2016. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.